Event description:
It was reported that the device was suspected of reaching elective replacement indicator prematurely after a software upgrade. The device was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary(B)(4): the device was returned and analyzed. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action. Performance data were collected from the device and analyzed. Eri was caused by high battery impedance noted on (B)(4) 2011 prior to explant. Ramware version 8 was installed on (B)(4) 2011.

Event description:
It was reported that the device was suspected of reaching elective replacement indicator prematurely after a software upgrade. The device was scheduled to be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.